Event description:
It was reported that the physician shaped the balance middleweight universal ii (bmwu2) guide wire into a j-shape then advanced the guide wire into the anatomy. The guide wire did not cross the lesion and was retracted. It was withdrawn to the point of the non-abbott tuohy valve and was unable to be retracted further, as the tip of the guide wire was stuck in the tuohy. The non-abbott tuohy was disconnected and withdrawn with the guide wire inside it. A new non-abbott tuohy was connected and a new bmw guide wire was advanced to complete the case. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device has been received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the rotating hemostatic valve (rhv) was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the reviewed information, no product deficiency was identified.